Manufacturer narrative:
See scanned page.

Event description:
Initial reporter indicated that their dell axim x5 "freeze upon interrogation." The programming system was fully charged and unplugged from the wall during the interrogation. A reset of the handheld did not resolve the issue. Good faith attempts have been made for product return for analysis.